Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on(B)(6) 2013, a 2.25x28 xience prime stent was implanted in the de novo, chronic total occlusion lesion in the atrio-ventricular node branch. Three non-abbott stents were implanted in the proximal to distal right coronary artery. At a follow-up visit on (B)(6) 2014, there was no product issue or adverse event noted. On (B)(6) 2014, the patient was hospitalized with worsened chronic heart failure that existed before the stent procedure; therefore, the event was deemed not related to the study device, study procedure or dapt (dual antiplatelet therapy). Medication was provided and the condition improved by (B)(6) 2014. At a follow-up visit on (B)(6) 2015, there was no product issue or adverse event noted. On (B)(6) 2015 the patient died from heart failure. The device and procedure relationship to the patient death was noted as unknown and it is unknown if an autopsy was performed. No additional information was provided.